Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. The blood glucose was 260 mg/dl. Customer¿s blood glucose was rising to over 300 mg/dl and 320 mg/dl. Customer treated with an insulin pump for high blood glucose. The blood glucose level was fall down to 50 mg/dl and 25 mg/dl due to over treating. The customer treated with juices for low blood glucose. Troubleshooting was declined for high and low blood glucose. The product will return for the analysis.